Event description:
It was reported that during a laparoscopic uterus extirpation procedure, at the end of the procedure, the enseal worked less. It was harder to use the instrument. The gen11 gave the error replace instrument. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw damaged. Inspection of the jaw area showed damaged to one of the retention pins that hold the jaws in position. The retention pin was sheared off. The device was connected to the generator and it was recognized. Because of the damage to the jaw was not all testing was performed with the generator. It is possible that as the damage to the jaws occurred the generator displayed a yellow alert screen. The ¿replace instrument¿ yellow message screen is displayed after receiving two consecutive yellow alert screen messages and is advising of a potential issue with the instrument. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. It is possible that because of this, the jaws were unable fully cycle resulting in the reported ¿tissue effect issues¿. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.